Manufacturer narrative:
Exemption no. (B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned to evaluation. The pump was tested three times with a rate of 250.0ml/h and a volume to be infused (vtbi) of 25.0ml. The pump performed within specification with results of 25.2ml, 25.2ml and 25.3ml followed by kvo (keep vein open) at a rate of 3.0ml/h. No un-intended rate or mode changes occurred. The pump's operational log was reviewed. At 12:08:32pm a new vtbi of 324.0ml was entered. At 12:08:37pm the infusion was started with a rate of 180.0ml/h. At 1:30:07pm the infusion was interrupted by an "air rate alarm" with a total volume infused of 244.48ml or 100.0% of the expected volume. At 1:30:29pm the alarm was turned off and the "disconnect patient" message was displayed. At 1:31:52 pm the infusion was re-started with the same rate of 180.0ml/h and at 1:31:57 pm an "air bubble alarm" occurred with a total volume infused of 0.25ml or 100.0% of the expected volume. At 1:32:00 pm the alarm was turned off and the "disconnect patient" message was displayed. At 1:37:16pm the pump door was opened and a tubing change was requested. At 1:40:02pm the "type of tubing; original space line" was selected. At 1:40:15 pm the "disconnect patient" message was displayed. Then, at 1:40:25 pm the infusion was re-started with the same rate of 180.0ml/h. At 2:06:51 pm the kvo mode was activated with a total volume infused of 72.27ml or 100.0% of the expected volume. At 2:08:45pm the pump was stopped. At 2:09:01pm a new vtbi of 50.0ml was entered. At 2:09:04pm the infusion was started with a rate of 180.0ml/h. At 2:25:44pm the kvo mode was activated with a total volume infused of 50.0ml or 100.0% of the expected. At 2:27:42 pm the pump was stopped. At 2:27:59pm the last recorded infusion was programmed with a new vtbi of 100.0ml. At 2:28:01pm the infusion was started with a rate of 180.0ml/h. The infusion ran for 00:33 seconds (2:28:34pm) with a total volume infused of 16.67ml or 101.2% of the expected volume, then the rate was changed to 580.0ml/h and the pump ran for another 4:39 minutes (2:33:13pm) and the infusion was interrupted due to an "upstream alarm" with a total volume infused of 44.91ml or 99.9% of the expected volume. No kvo was activated for the rate was changed in the middle of the infusion and the "upstream alarm" interrupted the infusion. At 2:33:24pm the alarm was turned off and the pump was placed on 'standby'. At 2:54:02pm the pump was taken out of 'standby'. At 2:54:04pm the pump door was opened and a tubing change was requested. At 2:54:04pm the pump was powered off and not used for the rest of the day. Per the operational log there is no evidence of the pump changing to kvo mode immediately after starting an infusion. One infusion was interrupted by an "air rate and an air bubble alarms" the alarms were cleared and the pump completed the programmed infusion with 100.0% delivery accuracy. The second infusion completed with no interruptions and 100.0% delivery accuracy. The last infusion was interrupted by an "upstream alarm" with 44.91ml, 100.0% of expected volume, of 100.0ml infused. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device manufacturer.

Event description:
As reported by the user facility: (B)(4). Serial # (B)(4). Blood infusion started and then it changed to a kvo rate immediately. It ran for 1 second. Pump was changed out.